Event description:
It was reported that this left ventricular (lv) lead exhibited fluctuating threshold measurements. Lv threshold measurements were previously stable at 0.6v and now fluctuated between 1.5 v and 5 v. Additionally, the presenting electrogram (egm) showed suspected lv loss of capture (loc). It was noted that the lv pace vector was reprogrammed from lvtip1»right ventricle (rv) to lvring1»rv this past december. Technical services (ts) recommended further device evaluation in clinic. This lv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).